Event description:
Customer reported an issue with the a5 anesthesia delivery system which may have affected anesthesia delivery. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and found that the system had failed the compliance automatic and manual leak tests prior to use. Customer was instructed to perform these compliance tests daily.